Event description:
It was reported that the insulin gauge displayed an unexpected amount. The current fill estimate on the pump was 200 and was static despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. Customer was educated by technical support that this could occur due to large variance in measured pressures used for calculation, and once the insulin amount matched the static display, it would decrease normally. Customer understood and acknowledged the explanation.